Manufacturer narrative:
A review of device tracking records indicate the possible lot numbers of guidewires used in this procedure. A review of those lot history records shows the devices meet specification. Preliminary investigation into root cause indicate that physician use of device a significant contributing factor. Investigation into this incident is part of a broader ongoing investigation to assess product performance.

Event description:
A guidewire was severed at the threaded portion of the guidewire while piloting the implant site. It was reported that the guidewire trajectory was maneuvered while drilling and at the time the guidewire broke. The surgeon determined no intervention was required and the severed portion remained in the vertebra. Guidewire was replaced and procedure completed. Surgery time was extended by approx. 5 minutes. There was no report of pt injury.